Event description:
The pt was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthsis. The placement and deployment of the devices went as planned. However, at the end of the procedure, the right common iliac artery ruptured as the sheath was removed from the artery. The rupture was repaired with the gore vascular graft. The pt tolerated the procedure. Films are not being sent to gore.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.